Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The 90% stenosed lesion was located in a calcified and moderately tortuous right coronary artery. A 4x24mm liberte stent was deployed. When the physician tried to inflate the 8mm x 4.50mm nc quantum apex mr inside the stent, the balloon ruptured at 12atms, upon first inflation. The procedure was complete. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).